Manufacturer narrative:
The insulin pump was received with no response due to moisture damage on the electronic assembly. Also moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that retainer lip ring was detached. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.